Manufacturer narrative:
Medwatch sent to FDA on 09/09/2016. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported left side patient presented with large seroma and received alcl diagnosis on (B)(6) 2014. A total capsulectomy was performed on (B)(6) 2014 with implant removal and no replacement. Patient remains disease free as of (B)(6) 2016. Patient was treated with "surgery, chemo therapy (chop), radiation." As pathological markers have not been received, the event will be captured as lymphoma.

Manufacturer narrative:
The events of inflammation, lump/nodule, and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. In some cases, patients presented with masses adjacent to the breast implant. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional additionally reported left side mass and inflammation. Pathological markers cd30+ and alk- have been received; therefore, lymphoma alcl has been confirmed.